Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient reported that she obtained the error 4 message at 1:39am on (B)(6) 2015. The patient manages her diabetes with insulin (self-adjuster). She reported that after obtaining the error message, she continued with her usual dose of novolog insulin (including sliding scale). She indicated that at 1:39am on (B)(6) 2016, she developed a "headache". She denied receiving any treatment for her symptom. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca confirmed that the patient's test strips had been stored correctly and were within expiry date. The patient described the correct testing steps and she confirmed that the test strip completely drew in the blood sample. The patient did not have testing supplies available to walk through a retest and the issue remained unresolved. Replacement products were sent to the patient. From the information provided, the patient did not suffer signs or symptoms indicative of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for an acute diabetes excursion. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.